Event description:
It was reported by a customer on (B)(6) 2011 during the procedure, the fiber began to bend. Per the customer, the fiber was alright when it was taken out of the package. No pt injury was reported.